Event description:
The (B)(6) medical center had an impella 5.5 support in which after insertion the pump stopped. The restart failed and so the pump was replaced. The 2nd pump successfully supports the patient without any harm or injury from the delayed support initiation.

Manufacturer narrative:
The medical center has not yet returned the impella pump product for analysis and benchtop testing. Upon return of the product and investigation conclusion, a final report will be filed.